Event description:
It was reported by the customer that the bd safetyglideâ¿¢ insulin syringes was difficult in seeing the markings. The following information was provided by the initial reporter: I received a complaint the diabetes educator is receiving from many nurses recently around the difficulty in seeing the markings on bd safetyglide 6mm syringe.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that the bd safetyglide¿ insulin syringes was difficult in seeing the markings. The following information was provided by the initial reporter: I received a complaint the diabetes educator is receiving from many nurses recently around the difficulty in seeing the markings on bd safetyglide 6mm syringe.

Manufacturer narrative:
H6: investigation summary no samples were returned therefore the investigation was performed based on the photo provided. The customer returned an image of the 31gx6mm, syringe. The customer reported they are having difficulty in seeing the markings on bd safetyglide 6mm syringe. The image was examined, and it was observed that the root cause cannot be determined without the physical sample as the photo is not clear enough to determine the defect. A review of the device history record was completed for batch# 2039252. All inspections were performed per the applicable operations qc specifications. Embecta was unable to duplicate or confirm the customer¿s indicated failure based on the photo received. Root cause cannot be determined at this time as the issue is unconfirmed.